Event description:
It was reported that the alarm check syringe barrel clamp occurred. No patient injury was reported.

Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# 617147. Unique identifier is unknown. No information has been provided to date. Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. The tamper seals were removed/broken. The top case was chipped and cracked. The left and right plunger cases were damaged. There was an invalid syringe size alarm in history. The technician performed inspection and set-up for flow test and the reported issue was duplicated. The root cause of the reported issue was found to be the barrel clamp guide was broken, which was caused by the customer. Replaced barrel clamp guide.